Manufacturer narrative:
Results: five unused, rep units were received for eval. Visual inspection of the returned units revealed no physical or mechanical damage to any of the units' components. A review of the device history records revealed no irregularities during the manufacture of reported lot number 3080221. Conclusions: an absolute root cause for this incident could not be identified as the returned units met spcs. A corrective action project has been implemented to address the issue of catheter peelback. (B)(4).

Event description:
A pt was experiencing cardiac arrest and an IV was placed. During insertion of the device, the catheter curled back. This happened three times, with three devices for this pt.